Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display is blank. No patient involvement was reported.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The customer reported that the screen is cracked and there is no display. No patient involvement was reported.